Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (abb tactile cng prior to dmg) issue. The reporter stated that the audio bolus button was unresponsive and the rubber was peeling off the button. The reporter alleged that the response issues had occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/13/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection of the pump indicated that the audio bolus button cover was peeling. During testing, the audio bolus button was unresponsive. The audio bolus button cover was removed and the slug was missing.